Event description:
Per medwatch report: two nursing assistants were transferring resident from chair to the bed, when the residents right foot got caught in the bed rail, resulting in a fractured femur. The staff was able to move foot from rail.